Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this ambicor penile prosthesis (app) experienced significantly reduced sensation in the penis, leading to decreased use of the device. No additional information was reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate, as it was reported that the event occurred at subject's 12 month follow up appointment.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this ambicor penile prosthesis (app) experienced significantly reduced sensation in the penis, leading to decreased use of the device. No additional information was reported.